Event description:
It was reported that the customer received a compromised force sensor system alarm, it was reported that the customer's insulin pump was squirting out insulin during the manual prime process. It was also reported that the customer's insulin has a crack. Customer's blood glucose level at the time 165mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose/protruded drive support disk. Unit received with cracked reservoir tube lip, battery tube threads, minor scratched display window, reservoir tube window, missing address/serial number label and missing end cap sticker.